Event description:
Device 3 of 3. Reference MFR reports: 3008829311-2017-00570 and 3008829311-2017-00571. It was reported the patient is not experiencing effective pain relief. Multiple reprogramming sessions have been unable to provide effective therapy. Surgical intervention may take place at a later date.

Event description:
Device 3 of 3; reference MFR report: 3008829311-2017-00570, reference MFR report: 3008829311-2017-00571. Follow-up information indicated the patient's system was explanted.